Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose and blood pressure. Blood glucose reading was 48 mg/dl, 46 mg/dl at time of incident and treated with food. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer did not allege insulin pump was over delivering. Customer reported that the insulin pump was not worn during a medical procedure. Insulin pump was kind of stuck on below 40 mg/dl and they did not think that they were below 40 mg/dl. Insulin delivery was not suspended due to sensor glucose versus blood glucose difference. Blood glucose value from reported event was 121 mg/dl. Sensor glucose value from reported event was 92 mg/dl. The insulin pump will not be returned for analysis.